Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced under infusions when using non- dehp tubing. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
New information received from the customer stating that this issue is occurring in the pediatric inpatient center and it is found to occur when using the drugs methotrexate and doxorubicin. The policy is to give all chemotherapy as a secondary infusion. The primary is a saline flush bag spiked with baxter (B)(4) and the chemo is the secondary in above the pump using the ICU medical 30¿ 20 drop administration set with integrated chemolock drip chamber with spiros (ref cl 3011). Doxorubicin was infused with parameters at 10ml/hr x 48 hours. Methotrexate infusions are to be infused in 24 hours and they are not finishing in the 24 hour time period. These infusions are taking 1-2 more hours longer than the prescribed amount of time. The drug is not cold, it is not viscous. Proper head height is being observed. They double clamp the primary so no syphoning is occurring. The inaccuracies are not rate dependent. (Rates range from 50-300 ml/hr).